Event description:
The sales rep reported that post a rotator cuff procedure that was performed on (B)(6) 2009 the patient began to experiencing pain. The sales rep reported that the there was no suggestion of re-injury and the patient returning to the doctor's office with a complaint of pain. Upon examination it discovered that the anchor pulled out of the bone. A review/removal procedure took place on (B)(6) 2015 and completed using a competitor¿s product with no patient consequences or delay.

Manufacturer narrative:
The complaint device was not returned to mitek and therefore a physical evaluation could not be performed to determine a root cause for the anchor to have pulled out after 6 years from original surgery. No further details about the anchor pull out or the original surgery were provided. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A root cause for this failure cannot be discerned. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. At this point in time, no corrective action is required and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and an evaluation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.